Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot/serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving lioresal 500mcg/ml for a total dose of 145mcg/day via an implantable pump for intractable spasticity. It was reported during a pump replacement procedure for normal battery depletion, the surgeon opened the pocket and fluid squirted out. The hcp found the pump segment had been separated from the spinal segment at the connector pin. The hcp re-attached the catheter. There was no environmental/external/patient factors that may have led, caused, or contributed to the issue. No troubleshooting or diagnostics were performed. Actions/interventions included the catheter was re-connected. It was noted that surgical intervention did occur. It was noted that the issue was resolved at time of report, and the patient's status at time of report was alive-no injury. The patient's weight and medical history was asked, and will not be made available. The event date was (B)(6) 2018. No further complications were reported.